Event description:
It was reported in an article titled ¿comparative study of unilateral and bilateral pedicle screw fixation in posterior lumbar interbody fusion¿ that one hundred eight patients with lumbar degenerative disease were randomly assigned to undergo a unilateral (n=56) or bilateral(n= 52) surgical procedure with interbody fusion at one or two levels with 1 cage. No device related complications were reported. No pseudoarthrosis occurred in either group. Three patients were reported to have dural sac laceration.

Manufacturer narrative:
Literature citation: youzhuan xie, md, phd; et al. ¿comparative study of unilateral and bilateral pedicle screw fixation in posterior lumbar interbody fusion¿. Orthopedics: 2012; volume: 35 page(s) 1517-1523. (B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.